Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an operation, the surgeon tried to attach the blade in question on the impactor, but could not. When using the 95 mm blade instead, it was attached easily. After sterilizing the 100 mm blade it was difficult to attach on the impactor if there were any misalignment between the blade and the impactor. Thus the blade attachment may have minor deviation. There was no surgical delay nor any patient harm reported. This report is for one unknown impactor. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one unknown impactor. Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.